Event description:
Information received indicates the bed has no head up function.

Manufacturer narrative:
The technician found 12 volts was reaching the valve solenoid. The technician replaced the head up valve to repair the bed.